Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call the customer received a failed battery test alarm. Customer's blood glucose level at the time was over 200 mg/dl. Troubleshooting occurred. Advised battery cap would be replaced.